Event description:
Boston scientific received information that this right ventricular (rv) pacing lead, exhibited a steady rise in threshold measurements. The local field representative reported that the lead exhibited intermittent capture at maximum outputs during a previous in-clinic follow up. A revision procedure was performed. The lead was surgically capped and abandoned. A new rv lead was successfully implanted without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received by the local field representative that clarifies the initial clinical observation. The local field representative commented that prior to the patient's lead revision procedure, the patient was experiencing intermittent mobitz type 1 heart block. There were no pauses greater than two seconds observed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.